Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified it to be underweight, a broken shell and other observations. A visual and microscopic analysis was performed which identified a broken, sharp opening on the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken sharp opening on the posterior assessed as an unidentified (tear) opening. Additional, changed, and / or corrected data.

Event description:
Healthcare professional reported a left side rupture and capsular contracture baker grade ii. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii and suspect rupture.

Event description:
Healthcare professional reported a left side rupture and capsular contracture baker grade ii. The device has been explanted.